Event description:
It was reported that during an implant procedure the superion indirection decompression spacer came loose from the inserter, and the implant had to be removed with the use of a rongeur. In doing so the back of the implant broke and the physician decided to abort the procedure. The patient did well postoperatively.

Event description:
It was reported that during an implant procedure the superion indirection decompression spacer came loose from the inserter, and the implant had to be removed with the use of a rongeur. In doing so the back of the implant broke and the physician decided to abort the procedure. The patient did well postoperatively.

Manufacturer narrative:
Visual analysis of the returned spacer revealed the spindle cap was completely sheared off from the implant body. Additionally, the cam lobe was significantly bent, and it was noted there was damage and scratches on cam lobe and body of implant. Engineers concluded that the observed damage was likely due to the user exerting excess force while attempting to deploy the implant against a rigid obstruction such as a spinous process and/or gear shifting of the inserter while attached to the implant.